Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that starting a couple of weeks ago they can feel it from right side buttock where the ins is placed to their shoulder blade and that should not be happening. They were on program a at 1.6 and reduce stim down to 0.6. They said the sensation going to their shoulder felt better. They reduced to 0.1 and the patient confirmed the sensation went away. They have had no falls no other medical tests. The patient chose to activate program 1 and increased to 0.6 confirming comfortable stim in their bike seat region and no where else. Their bladder symptoms started up again in the last 2 weeks. They have been going to the bathroom so much and in the last 2 days the symptoms are even worse. They went through 9 rolls of toilet paper. Reviewed stim sensation information and interstim therapy effect and therapy optimization information. The patient also reported that sometimes they notice the ins feels weird, like it is cold, like freon coils and sometimes hot. They told the urologist when it all started (like in 2022) and the urologist said it's nothing. This happens for a while. Today the patient said the ins felt hot before they called and it has lasted maybe an hour but the patient said it was going away during the call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.